Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl. Symptoms reported include weakness as well as felling dizzy. The patient reports their controller will not turn on. In addition, the patient reports their controller will not charge. Once at the hospital the doctor performed a hard reset on the patient's controller but the controller did not turn on. The patient was treated with manual injections of insulin. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.